Event description:
Consumer left a post on reddit stating they received a positive test result with inteliswab and a negative test result with binax.. Reddit post: I tested a clear positive on inteliswab this morning. I woke up with minor symptoms. It was my last test so I ordered some binax tests for my son and I. He's been congested all week with minor symptoms. I assumed he had allergies because we both had covid last august and this is nothing like that. His allergies are common. He tested negative. So I test again with binax (two hours later) and this time my test was negative. I know the only sure way to know is to get a pcr. And I will. I am just wondering if anyone here has ever had a false positive?

Manufacturer narrative:
The consumer stated they tested positive using inteliswab, and then purchased additional rapid tests (binaxnow) and tested negative. The consumer did not state how long they waited between performing the inteliswab test and the binaxnow test. The consumer did not state if they had a pcr test performed. The consumer did not provide a lot number or other product information. No additional follow up is to be expected with this complaint, and the incident will be closed internally.

Event description:
Consumer left a post on reddit stating they received a positive test result with inteliswab and a negative test result with binax. Reddit post: I tested a clear positive on inteliswab this morning. I woke up with minor symptoms. It was my last test so I ordered some binax tests for my son and I. He's been congested all week with minor symptoms. I assumed he had allergies because we both had covid last august and this is nothing like that. His allergies are common. He tested negative. So I test again with binax (two hours later) and this time my test was negative. I know the only sure way to know is to get a pcr. And I will. I am just wondering if anyone here has ever had a false positive?